Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an extrinsic outflow graft obstruction (eogo). A specific cause for this finding could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump housing. The remainder of the pump cable was also returned, with two middle segments measuring 5.0" and 4.0" respectively, and the distal segment measuring approximately 14.5" including the inline connector. The modular cable was also returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon removal of the outflow graft bend relief, examination of the graft through the distal end revealed a lengthwise crease in the graft material with tissue observed to be filling in the space between the graft and bend relief. Upon removal of the outflow graft bend relief, the tissue appeared to be a smooth, biological accumulation that had filled in and formed over the crease, suggesting that the graft had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. The lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. These findings appear consistent with eogo during support. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion did not appear extensive enough to have caused or contributed to a functional issue as review of the patient¿s history found no reports of flow issues. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assis device (lvas) IFU, rev. D, and heartmate 3 patient handbook, rev. A, are currently available. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline . Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The IFU and patient handbook provide information regarding how to clean and care for the driveline and instructs the user to check the driveline daily for signs of damage. The IFU and patient handbook also instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that evaluation of the returned pump revealed extrinsic outflow graft obstruction.